Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the middle esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, after the second band was successfully deployed, when the handle was rotated, no more bands could be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly only), and a visual evaluation noted the handle slot did not have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. The ligator housing was not returned. Upon analysis, it was found that the trip wire was not secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured into the handle slot. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the middle esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, after the second band was successfully deployed, when the handle was rotated, no more bands could be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.